Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced dizziness and presented to the clinic for follow up. Patient was placed on a 24-hour holter monitoring and multiple rhythm breaks (pauses) were found in different hours without any special activity. Device interrogation also noted multiple pauses. The device was reprogrammed, and the pauses were eliminated. Lead noise was suspected due to potential insulation abrasion. Lead revision is planned. The patient is stable.

Event description:
New information received indicated that the lead was replaced on (B)(6) 2018. The patient was stable prior to, during and post-procedure.